Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the complaint of heat was not confirmed. The device met specifications. If additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device had a heat issue. Device was used in surgery. Date of the event is unknown. It is unknown if injury or medical intervention occurred. There was no additional information provided.